Event description:
A surgeon reported that there was choroidal bleeding caused by low intraocular pressure due to unstable motion of infusion during a retina surgery. A choroidal detachment was confirmed. The surgeon insisted that the pressure of infusion was not as usual during the case because the level of pressure was 60mmhg at that time and it performed less than expected, even though it was 30mmhg normally (without iop control). The patient is under follow-up. Additional information and product sample have been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).